Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of eye infection, redness, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 2 weeks after injection with juvederm voluma with lidocaine patient developed "red inflamed maxillary area (right side only)." Prior to the redness patient had developed an "eye infection on the right side" that "affected the surrounding skin." Patient was treated with an antibiotic, however approximately one month later the area was still inflamed and red. Patient was treated with another course of antibiotics, oral cortisone and topical cortisone cream. Symptoms are ongoing.